Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer's blood glucose level was 131 mg/dl. Customer was advised to clear the alarm with the esc and act buttons. Customer does not have a plunger and does not have another infusion set for testing. Customer was advised to change the entire infusion set system as soon as possible. Customer mentioned that they were hospitalized with diabetic ketoacidosis on (B)(6)2014. Customer had a blood glucose level over 600 mg/dl. Customer was wearing the pump at the time of hospitalization. Customer was treated with an IV drip and manual injections. Customer also had a bent cannula. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).